Manufacturer narrative:
Medtronic received additional information that this valve was replaced due to aortic stenosis. Prior to the replacement procedure, the patient was severely overloaded with fluid, requiring hospitalization, was coughing, and was taking oxygen (o2) even at rest. Following the replacement procedure, the patient was doing well; the patient no longer had shortness of breath and had new york heart association (nyha) category ii heart failure. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: multiple attempts to gather additional information have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years and 1 month post implant of this bioprosthetic valve, this device was replaced valve-in-valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.